Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. The customer reported being incoherent and vomiting from their high. It was reported the paramedics were called to transport the customer to the hospital. The customer's blood glucose was 500 mg/dl at the time of admission. The cause of the customer's hospitalization was from diabetic ketoacidosis, pneumonia and bronchitis. The customer declined to return the insulin pump for analysis.